Manufacturer narrative:
The mask was returned to resmed for an investigation. Visual inspection confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to exposure to chemicals and stress during the use of the product. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an airfit f30i mask awoke to find a piece of plastic inside their mouth that they alleged was from the mask clip area which reportedly had plastic missing. The patient expressed concern that they may have swallowed the rest of the missing piece of plastic. There was no report of a serious injury to the patient.

Manufacturer narrative:
Based on photos that were made available to resmed and an initial evaluation of the returned mask, the reported complaint of damaged clip on the mask was confirmed. The investigation methods, results and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. The airfit n30i user guide provides the following warning, "visual criteria for product inspection: if there is any visible deterioration of a mask component (cracking, crazing, tears, etc.), the component should be discarded and replaced." Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an airfit f30i mask awoke to find a piece of plastic inside their mouth that they alleged was from the mask clip area which reportedly had plastic missing. The patient expressed concern that they may have swallowed the rest of the missing piece of plastic. There was no report of a serious injury to the patient.